Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product: vedr01 implantable pulse generator (B)(6) 2009; 5076 implantable pacing lead (B)(6) 2002; t510-29h tissue valve (B)(6) 2002. (B)(4).

Event description:
It was reported that the right atrial (ra) lead had a high threshold which caused the device to have early battery depletion. The ra lead threshold had risen and the device was programmed to 5 volts at 1 milliseconds. The ra lead was capped and replaced. The device was explanted and replaced. No patient complications have been reported as a result of this event.